Event description:
It was initially reported during a review of the pt's programming history that the pt's settings were inadvertently changed at the appointment. All settings were corrected at the time of the reset, except for pulsewidth, which was not corrected until the next appointment on (B)(6)2008. The pt may have experienced some voice alteration, due to the increased pulsewidth, but did eventually resolve after the setting was corrected.